Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual white bloodcell (rwbc) testing, therefore no patient information is reasonably known at the time of the event. The platelet collection is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information. Updated root cause: a definitive root cause for the leukoreduction failure remains undetermined at this time. Possible causes include but are not limited to:- rbc spillover- centrifuge stopped- rbc detector calibration- possible air block- the orientation of the tubing as loaded in the centrifuge hex holder and the compromised structural integrity of the plasma tubing. Effectively, there is a certain orientation in the hex holder that allows for the rbc line to lie on top of the plasma line and, under certain flow conditions, may cause the plasma line to pinch off. This in turn causes higher flow through the lrs chamber, which may lead to elevated levels of wbcs in the platelet product.- donor specific variables.

Manufacturer narrative:
This report is being filed to provide additional information and corrected information. Investigation: a review of the device history record (DHR) for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Investigation is in process. A follow-up report will be provided.

Event description:
After multiple attempts, the customer did not provide additional procedural details including aspecific incident date or wbc count for this event.

Manufacturer narrative:
This report is being filed to provide additional information. Root cause: a definitive root cause for the leukoreduction failure remains undetermined at this time.